Manufacturer narrative:
The insulin pump powered up properly after the battery installation. There was no blank display noted during testing. There was no moisture damage found on the electronic assembly, battery tube, reservoir tube, or vibrator assembly. However, corrosion was found on the motor home switch during visual inspection. The pump was received with a cracked reservoir tube lip, case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. This is 2 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-90332.

Event description:
The customer reported via phone call that the reservoir leaked inside the pump. Customer stated that he was sleeping and his blood glucose was 186 mg/dl at the time of the incident. Customer stated that the leak is inside the pump and there is fluid inside the casing but not behind the lcd display. Customer tried a new battery but nothing came up. Customer stated that the display went blank immediately after the pump was exposed to moisture. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.